Event description:
It was found that the patient had an underlying cause of death of acute myocardial infarction. No additional information has been received to date.

Event description:
While following up on a potential end of service patient, a company representative found that the patient had passed away. Programming data was reviewed and verified that the device showed proper functionality after initial implant. A battery life estimation with the available programming history showed that the device was expected to be at end of service at the time of the patient's death. No further relevant information has been received to date.